Event description:
The physician attempted arteriotomy closure with a techstar xl 6fr device. When deploying the device the posterior needle deflected into the subcutaneous tissue (confirmed by fluoroscopy). The anterior needle was in the barrel and appeared to have jumped track. The device was backed down. The anterior needle backed down; the posterior remained in the subcutaneous tissue and appeared to have separated from the needle holder. The physician inserted hemostats through the dermatotomy and removed the posterior needle. He redeployed the device. The anterior needle missed the barrel and deflected into the subcutaneous tissue. The physician inserted hemostats through the dermatotomy and removed the anterior needle. Closure was achieved using a second device. The pt recovered with no incident.